Event description:
9/15 is date reported to this facility. Patient was in power wheelchair at home. Gives the following report "was in his standing chair saturday and it started going into standing mode on its own and couldn¿t be stopped by veteran. Wife had to shut power off manually. Then later once chair turned back on again the chair started driving on its own and wouldn¿t turn or stop, ran into column in living area of home. Fortunately, no injuries. Patient has c4 asia impairment scale tetraplegia and used powered wheelchair with head array system for his primary mobility. Was this device serviced by a third-party servicer? Yes.